Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(4) (rep): information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was caller stated that in the last couple of months, patient has noticed that when their ins reaches 30%, it turns off completely. The caller was not with the patient. Technical services (tss) reviewed that ins should only turn off once it is fully depleted or patient may be accidentally turning it off. Tss reviewed if ins depletes to 0%, turns off and then patient recharges ins, they will manually have to turn ins back on. Tss suggested patient keep a diary of ins turning off and recharging sessions and then caller can meet with patient in-office to check recharger and usage data. No symptoms were reported.